Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that patient had unrelated surgical procedure in (B)(6) 2019. It is unknown if ipg was placed into surgery mode. The ipg is not communicating with external devices after the surgery. As a result, the ipg became inoperable. Surgical intervention may occur at a later date to address the issue.